Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) and high threshold values. During the follow-up visit, lead testing was performed, and the right ventricular (rv) lead thresholds had increased to 6v. Troubleshooting was performed to confirm loc. All other measurements were within the normal range. The physician plans to have this device and lead replaces soon. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) and high threshold values. During the follow-up visit, lead testing was performed, and the right ventricular (rv) lead thresholds had increased to 6v. Troubleshooting was performed to confirm loc. All other measurements were within the normal range. The physician plans to have this device and lead replaces soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) and high threshold values. During the follow-up visit, lead testing was performed, and the right ventricular (rv) lead thresholds had increased to 6v. Troubleshooting was performed to confirm loc. All other measurements were within the normal range. The physician plans to have this device and lead replaces soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.